Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 3, 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter read inaccurately erratic. The patient indicated that the alleged issue started on (B) (6) 2010, at 7:30 am. The patient reported meter readings of "210, 240, 239, and 225 mg/dl" obtained greater than 20 minutes apart from each other. At 11:30 am that same day, the patient claimed that he developed symptoms of sweating and nausea because of the alleged issue. The patient denied that he received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what his last meter reading was before the symptoms developed, what date/time the last meter reading was obtained, and what actions he took before and after the symptoms developed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom of sweating which can be associated with severe hypoglycemia after the alleged issue began.